Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not secure the cutter because the pawls were damaged. It was noted that the device ran in the load position because the pawl release and lock cylinder were worn. It was determined that the worn lock cylinder and pawl release castellation¿s as well as the damaged pawls were caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device was in operation. It was determined that the cause of the cracked soft couple nut was due to wear over time. The assignable root cause was determined to be due to user error and wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the motor device would not lock the attachments. During an in-house engineering evaluation, it was observed that the device would not secure the cutter and the device ran in the load position (powerbroken). It was also noted that the pawl release castellation's were worn, the lock cylinder castellation's were worn, the pawls were damaged and the couple nut was cracked. The event was not related to surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.